Event description:
It appears from the x-ray the the insert has slipped out of the cup causing the hip to fail and require revision.

Manufacturer narrative:
Visual examination of the returned devices confirms wear patterns on the femoral head suggesting the liner disassociated from the acetabular component. Then allowing the femoral head to contact the acetabular cup. However, because the cup was not returned for examination, this cannot be confirmed for matching wear. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Also noted was the absence of visible marks left from a proper taper lock. Patient x-rays were not provided for review, placement cannot be commented upon. The femoral head appears to be eccentrically located within the polyethylene insert of the acetabular cup suggesting the line has disassociated from the acetabular shell. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It cannot be determined, with the information provided, that the complaint is product related. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.